Manufacturer narrative:
An event regarding crack/fracture involving a scorpio insert was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: "on (B)(6) 2011 a revision of the tibial poly of the right total knee was performed for a diagnosis of ¿post-op diagnosis instability with mechanical failure tibial poly¿. The operative report notes the patient ¿complained of popping and snapping with instability ¿ upper 4mm to 5mm of tibial peg had been broken off ¿ changed the insert to a #11/10 x3 ps insert.¿ on (B)(6) 2012 a second revision right total knee was performed for which no operative report is available two photographs of a broken poly post fragment and six arthroscopic photos of an intraoperative view of the broken post are all labeled ¿(B)(6) 2012¿. A (B)(6) 2017 operative report of ¿revision tibial poly right total knee arthroplasty¿ for a pre and post-operative diagnosis of ¿failed tibial poly right tka¿ describes spinal anesthesia and a tourniquet time of approximately thirty minutes. The operative report notes, ¿¿ developed ¿ instability ¿ right tka ¿ exam consistent with fracture of poly peg on the ps tibial component ¿ broken tibial peg identified freely in the joint anteriorly ¿ removed ¿ changed to an 11/10 scorpio x3 poly insert. X-rays dated (B)(6) 28, 2008 and (B)(6) 2011 are aps of both knees and a lateral of the right, which are essentially unchanged. X-rays dated (B)(6) 2012 are an ap and lateral of the right knee and are essentially unchanged, however a slightly increased poly insert thickness is noted. Imperfect soft tissue balance in this large male patient resulted in the ps poly post impinging posteriorly on the femoral component resulting in inevitable fatigue fracture. Replacing the insert without correcting the imbalance resulted in repeat fatigue fractures, as noted in the two subsequent revisions. The ps post is not designed to stabilize the knee against instability, which is not addressed at implant surgery. There is no evidence that the material or manufacturing were responsible for this clinical situation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there have been no other events for the lot referenced. Conclusions: the event is confirmed as a fragment of the insert remained in the patient from the previous revision and had to be removed arthroscopically. No further investigation can be performed at this time. If devices and/or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
As per patient a scope was done on (B)(6) 2012 to remove broken piece from primary insert that was not found and not removed during first revision surgery on (B)(6) 2011.

Manufacturer narrative:
An event regarding crack/fracture involving a scorpio insert was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Need revision operative reports and clarification of which side knee was repeatedly revised. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: one more event was found for the lot referenced but it was reported for the same patient under related complaint. Therefore there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
As per patient a scope was done on (B)(6) 2012 to remove broken piece from primary insert that was not found and not removed during first revision surgery on (B)(6) 2011.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
As per patient a scope was done on (B)(6) 2012 to remove broken piece from primary insert that was not found and not removed during first revision surgery on (B)(6) 2011.